Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the hand piece blade rattles when attached to handle. It would catch the skin and prevent smooth glide of the dermatome. It would also create skip areas once harvest begins. A delay of 0-10 minutes to obtain a second skin graft from the patient. No additional consequences have been reported as a result of this malfunction.